Event description:
It was reported that several inappropriate ams episodes related to oversensing of myopotentials was observed. The episodes were reproduced during inductive testing. The device was reprogrammed. The patient¿s condition is good.

Manufacturer narrative:
(B)(4).